Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The monitor generated code 203 - pulse test fault. Upon investigation, the pads for capacitors c19 and c20 on the defibrillator board broke away from the pcb. The root cause for the broken capacitor pads likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 01/21/2013. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.